Event description:
The customer called and reported the insulin pump would not turn back on, following a battery change, and a piece of the outside casing was broken off. Customer's blood glucose was 80 mg/dl. There was reportedly damage to the battery compartment. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected battery alarm or blank display was noted. The insulin pump had broken battery tube threads, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, cracked reservoir tube window, cracked case at the display window corner and a missing end cap sticker.